Event description:
Customer reported a malfunction alarm with code malf 12. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, as it was indicated that the malfunction code was resettable. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue recurred.